Manufacturer narrative:
Although it was initially reported that a sample for this incident was available for evaluation, a sample will not be returned. A review of the device history record could not be performed as a lot # for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd cannot duplicate or confirm the customer¿s indicated failure mode. A sample is not available for evaluation.

Manufacturer narrative:
Date of event: unknown. It was reported that the incident occurred "last year". Therefore, the date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sometime "last year" a healthcare worker obtained a contaminated needle stick injury while using a bd saf-t-intima¿ IV catheter safety system because the needle was not covered by the safety shield after the device's safety feature was activated. The source patient in this incident is (B)(6). The clinician received post exposure lab work. The results of the tests are unknown but there was no reported prophylaxis or any other medical interventions provided.